Event description:
It was reported that the patient underwent a spinal fusion procedure using rods and screws. Sometime post-operatively, one of the rods broke. A revision surgery was reportedly done to remove the broken rod. No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that no pre-existing defects have been identified on the implants that could be responsible for the event. The rod didn't break as mentioned in the event description but was cut during the revision surgery. The origin of the overload can not be determined with the provided information.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.